Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer recently had a blood glucose level of 46 mg/dl, which was treated by eating and drinking. Blood glucose level at the time of the call was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. No other products were replaced or returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.